Event description:
Related MFR report: 3006705815-2019-02963. It was reported during the patient's scs system implant procedure the physician was unable to implant the scs leads due to the patient's anatomy. The procedure was abandoned and devices were not implanted. No adverse patient consequences occurred.